Manufacturer narrative:
Serial number: the serial number was incorrectly entered in the lot number field on the initial report. The serial number has been updated as (B)(4) to reflect the correct information. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact speed reducer device had a bent drive shaft, fall damage, missing bearing cover and a visible warning icon. It was noted in the service order that the device did not work at all and the connecting part warpage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was inadvertently missed in the initial report. It has been updated to feb 9, 2011. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drive shaft was bent, the device had fall damage and the bearing cover was missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. This was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.